Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited increased pacing impedance measurements around 1500 ohms. It was noted that one month earlier an alert from the remote home monitoring system was issued due to high out of range impedance measurements. The physician was discussing a possible revision procedure. A revision procedure was performed over two weeks later where the rv lead and pacemaker were explanted and replaced. No additional adverse patient effects were reported.